Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous iliac artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during first inflation at 15 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported.